Event description:
It was reported that during a lap gastric band, when placing the band through the trocar but prior to moving the band through the retro gastric tunnel, the band started to inflate. The band was then removed and vacuumed again with a knot and place back through the trocar, and same problem occurred. When the band was flushed with saline, it was found that there was a leak in the gastric balloon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.